Event description:
The patient underwent an internal defibrillatior lead revision and placement in 2006. The following morning, it was noted that the svc coil impedance exceeded 200 ohms on multiple checks. The patient was taken back to the laboratory the following day. The socket was inspected and an insulation breakdown on the new lead was found with bloody material inside the insulation of the lead, possibly leading to the svc coil impedance issue. The lead was retracted and replaced.